Event description:
Complainant alleged that during routine shift check by a clinician, the device displayed "defib fault 72," "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.